Manufacturer narrative:
(B)(4). A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
When putting a screw in l5 we tapped with a 5.0 tap a then started to put in a 7x50 cortical fix screw. While inserting the screw it became very difficult to turn. At this point the navigation screwdriver tip (2797-3000n) broke . We where able to remove the tip from the head of the screwdriver. Then tried a second navigation screwdriver which also broke the tip off. At this point we tried a expedium screwdriver and the tip broke on this screwdriver as well. We did get the screw out. Was surgery delayed due to the reported event? Yes. If yes, number of minutes: 10. Was procedure successfully completed? Yes. Were fragments generated? Yes. If yes, were they removed easily without additional intervention? Yes. Patient status/ outcome / consequences no. Was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: yes. If yes, describe: xray to make sure no metal was left in patient. Is the patient part of a clinical study? Unknown.